Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the site was unable to get the x-ray they took to show up on the mobile viewing station (mvs). It just had a black screen. They rebooted the system and the images appeared but the system is moving slowly. It was stated that when the system was initially brought into the room the image acquisition system (ias) pendant would not move to the 2-d page. After unplugging the umbilical cord and plugging it back in again, the pendant showed the system was ready to use on the 2d page. The x-ray tech then left and came back to complete the spin when the surgeon was ready. At this time, when they took to the x-rays the mvs would not show the image. Stated that the system took the x-ray but they could never see the image. The monitor was on, because they could see patient information. They unplugged the umbilical cord again and were able to then seen images as needed. However, it was noted that the motion buttons would not respond right away. For example, it took several tries to move from the ap to the lateral. They were ultimately able to use the system and get the images they needed. No patient present at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that there was a patient present for an open lumbar fusion procedure.